Manufacturer narrative:
Investigation pending.

Event description:
Wife of pt self tester reported the following discrepant results: (B)(6) 10, inratio: 1.5. Date: (B)(6) 10, inratio: 1.7, lab: 2.2. The inratio test on (B)(6) 10 was performed with venous blood from a test tube not capillary blood from a fingerstick.